Event description:
The customer states that a physician is questioning the elevated results of patients whose samples were tested with the architect c8000 calcium assay. One patient generated an initial result of 15.2 mg/dl that retested at 9.5 mg/dl. Controls have been within specifications on all runs. The cta advised the customer to replace the sample and reagent 1 probes and tubing. Upon further troubleshooting, it was discovered that this customer has been topping off the wash solutions on the analyzer. The cta instructed the customer to discard the wash cartridges and fill new cartridges with fresh solutions. The cta explained to the customer the importance of not topping off these wash solutions to ensure adequate washing of probes and cuvettes to prevent carryover. The customer will also discard the current cartridges used for the calcium assay and install new cartridges used for the calcium assay and install new cartridges in the event of any contamination that may have occurred. A service call was also initiated. There is no impact to patient management reported.

Manufacturer narrative:
An abbott field service rep replaced the reagent 1 mixer on the customer's analyzer and states that the instrument meets specifications. The customer states that they no longer have an issue with imprecision with the calcium assay on the architect c8000 analyzer. The customer's issue is addressed in the abbott architect systems operations manual ((pn 201837-104) june 2007) in the sections entitled, section 10 troubleshooting and diagnostics and section 7 operational precautions and limitations. A malfunction of the system was identified. The abbott field service rep replaced the reagent 1 mixer and states that the instrument meets specifications. Also, the customer was instructed to replace the on-board wash solutions in order to prevent carryover and ensure adequate washing of the probes and cuvettes. This is a final report.